Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had bent over half way and felt a sharp pain in their back. They stood back up. The patient though they had tore it lose because they didn't feel the therapy was doing anything. The patient texted the manufacturer rep resentative (rep) on monday or tuesday and it had happened the week prior. The rep called him back on monday or tuesday and had the patient up the amplitude. Patient did not go over education of equipment because they were afraid of messing up the settings. Patient requested a call back in a couple weeks.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.